Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. The pump was received with cracked case at display window corners, display window and battery tube threads, minor scratched display window and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 163 mg/dl. The customer stated that the down air buttons are sticking. The customer stated that she noticed the button error while giving a bolus. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.